Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid and stomach pain. The cause of the event was reported as due to cloudy fluid. It was reported the patient was not hospitalized for the event. One day after event onset, the patient was treated with vancomycin injection (1 gm, every fifth day, ongoing, route was not reported) and meropenem injection (1 gm, daily, ongoing, route was not reported) for peritonitis. At the time of this report, the patient was recovering from peritonitis and has recovered from stomach pain. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up, it was reported that the antibiotic treatment was discontinued. It was reported that the pd catheter was removed and the patient was switched to hemodialysis twice a week. At the time of this report, the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.